Manufacturer narrative:
This event cannot be confirmed or not confirmed for lead migration through product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead passed the functional test. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient fell and lost effective therapy. X-ray diagnostics confirmed the patient's lead migrated. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.